Event description:
This complaint is about complications after lasik eye surgery. A few years ago I was turn down to get lasik because my eyes were too dry. Then a few years later I went to a different doctor since I heard he did the surgery no matter what. His name is dr. (B)(6). They assured me that my dry eyes were not a problem and I was going to be fine. I did not meet the doctor until about 5 mins before the surgery, didn't get a chance to ask my questions, did the surgery in (B)(6) of 2014. My right eye was perfect vision but my left eye was very blurry (worse than before my surgery) way worse, it felt like I had a glass eye since I couldn't see anything on my left eye and was causing a lot of headaches and horrible balance. I kept going back for check ups and they kept saying it was normal and that my eyes were just too dry. They prescribed some drops and that was it 3, 4, 5, 6 months pass and every time I went, desperate to get help, they kept prescribing all kinds of drops and said there was nothing else they could do, that this will go away after the dryness gets better. Today it has been over a year since my surgery and my left eye is worse and worse and sometimes I have to watch tv or work on the computer with my left eye close or with a patch over it because it feels really weird and uncomfortable to see. Till this day I have not seen dr. (B)(6) again, every time I go I see different people and when I ask to see him they always say he is not available. I am desperate to get help since my vision is way worse than before surgery.